Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pelvic, vaginal, and rectal pain, erosion, recurrent prolapse, incontinence, and an inability to sit or stand without pain or discomfort. The patient has undergone two separate surgeries for partial removal of exposed mesh, as well as surgery for a prolapse. Another surgery is scheduled for 2014 to have the mesh completely removed. The patient stated she has been affected physically, mentally, and emotionally.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.